Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid via an implantable pump for chronic low back pain and non-malignant pain. The concentration and dose rate of dilaudid was unknown. It was reported that patient¿s pump had not been working since 2014. The date 2014-jan-01 is considered an approximate date of event (year known only). It was believed the patient had dilaudid in the pump when it stopped working. The healthcare provider speculated that the patient meant the pump has not been refilled since 2014 and was currently empty. The hcp was unable to provide further clarification. At the time of the report magnetic resonance imaging (MRI) compatibility was reviewed. No patient symptom was reported. No further patient complications have been reported as a result of this event.